Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown. They called patient services to problem shoot and was walked through steps to reset. The problem was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated they thought they were able to successfully charge their ins earlier in the week, though they'd had thicker sweatpants on at the time. The patient was able to successfully connect the recharger to the handset and the application showed the recharger was searching for the ins. The patient stated prior to putting the recharger over the ins site that the application showed the recharger had connected and it said their battery was "low 4". Patient services reviewed recharger function with the patient and guided the patient to place the recharger over their ins site and the patient was able to connect to charge their ins. The battery was at 90% charge and the patient had excellent connection and it showed the therapy was off. Patient services reviewed with the patient that if they let their ins battery run down to 0% that the therapy would turn off and they'd have to go into their application to turn the ins back on. The patient was unfamiliar with how to do so and when the ins reached 100% charge, the patient then switched gears, and entered into the application. The patient connected and saw a "por has occurred. Please check device battery level" message. Patient service reviewed the meaning of the por and the patient was able to dismiss the por and power their therapy back on where they felt the stimulation comfortably in their bike-seat region. The patient was going to monitor their symptoms. They stated they had memory issues so they might need to call back in the future if they had another issue because they'd forget what to do.